Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The IFU deviation would not have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.